Event description:
Lap radical cystoprostatectomy with ileo conduit on davinci robot - "upon removal of ports after case was over at the incision site of our 12x100 optical z thread was discolored skin margin in almost complete circular pattern. Had dried out texture. During the procedure, the initial 12 mm trocar was replaced with our 15 mm trocar. Lead tech said she extended the incision before putting in the 15 mm trocar. The 15 trocar allowed for 15mm anchor bag." Pt status: normal.

Manufacturer narrative:
Investigation summary: the incident products were not returned for eval. In the absence of the subject devices, it is difficult to determine the root cause of the incident. A review of the mfg records for this lot could not be performed as no lot number was provided. Upon examining the photographs given to us, the skin around the perimeter of the trocar port site appears ischemic. This may have been caused from compression by the trocar as a result of the skin incision being too small to accommodate the trocar. Applied medical has reviewed the details surrounding the incidents and related products. In this incident, we can recommend ensuring that the incision is made to accept the entire system assembly. This document represents our initial / final report.